Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported at the end of november they obtained an inaccurate high results of ¿208, 183, 197, 187 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did make any changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged an increase in medication on (B)(6) 2014 at an unknown time. The patient claims she developed symptoms of ¿queasy, low blood sugar, shaking, nausea, dizzy¿ a week or two after the product began. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Followup #1 - correction.the incident description has been re-written to include data from 3 other complaints from with same meter, from the same incident.